Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Return device analysis revealed that the inner member and marker were separated, 4mm distal to the proximal end of the balloon marker on the 3.0x15mm rx trek balloon dilatation catheter (bdc). Additional reported information confirmed the separation occurred during use. The separated tip was removed with a snare device and discarded. However, there was no reported adverse patient effect. No additional information was provided. Correction: reportedly, the bdc was not prepped (air aspiration) outside the anatomy prior to use.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with moderate calcification and 80% stenosis. Pre-dilatation was performed with a 2.5x15mm trek balloon dilatation catheter (bdc) successfully. A 3.0x23mm nc trek bdc was advanced without resistance and inflated; however, the balloon ruptured at 14 atmospheres. The bdc was removed from the patients anatomy without any resistance noted. Reportedly, the bdc was soaked, but not prepped (air aspiration) outside the anatomy prior to use. No other issues were noted during prep. A 3.0x23mm xience prime stent delivery system was advanced; however, could not cross the lesion. After multiple attempts, the sds still could not cross; thus, it was simply removed and the distal shaft was noted to be kinked. The procedure was aborted; therefore, the lesion was left untreated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.